Event description:
Pt in facility with dementia got out of bed at approx 8:05 am, alarm did not sound, took a few steps, fell, breaking foot. Initial reporter was walking by room, heard pt calling out and responded.